Manufacturer narrative:
Product complaint # (B)(4). Batch # t5e10z. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the doctor put a cartridge into the jaws of the stapler, closed the jaws of the stapler and the jaws wouldn't reopen after closing. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/28/2020. D4: batch # t5e10z. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.